Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report low battery. The blood glucose reading is 251 mg/dl. Treated with manual injection. Customer mentioned that the has been hospitalized due to high blood glucose. The blood glucose reading at the time of the event was over 500 mg/dl. Diagnosed diabetic ketoacidosis. Customer was sick, vomiting and diarrhea. Customer was hospitalized for two days. Customer was treated with insulin drip. Nothing further reported.